Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing. Technical services (ts) was consulted to review an atrial tachy response episode due to a long pr interval in which ts confirmed the interval occurred due to oversensed signals and the atrioventricular search being programmed to 400ms. Ts offered troubleshooting options to the health care professional. No adverse patient effects were reported. This ICD remains in service.